Event description:
A customer reported that they obtained a higher reading on their meter as compared to a lab meter result. The customer reported that they obtained a reading of 190 mg/dl compared to 99 mg/dl with a laboratory meter within a 10 minute timeframe. When plotted on a parkes error grid the results fell in the 'c' zone, results in this zone are deemed clinically significant. There was no report of death, serious injury or mistreatment associated with this case.

Manufacturer narrative:
The customer's product has been requested for investigation. A follow-up report will be submitted when the investigation is complete.